Event description:
The clinician reported that 5 months after the dental implant was placed, in ada site #14 of the patient's mouth loss of osseointegration was verified. Patient presented with type ii bone. Hygiene around the implant was fair. The product will be returned for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed, in ada site #14 of the patient's mouth loss of osseointegration was verified. Patient presented with type ii bone. Hygiene around the implant was fair. The product will be returned for investigation. No operative or post-operative complications were reported for the patient.